Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent to treat a calcified lesion in the lad with 70-90% stenosis and vessel tortuosity but resistance was met and the stent could not pass the lesion. When the device was removed it was noted to be damaged. The patient is good. No clinical sequelae were reported. The device was returned to the manufacturing facility and the stent was not present on the delivery system. Evaluation summary: the stent was not present on the balloon and was not returned with the delivery system. A small amount of pressure had been introduced to the balloon. Crimp/bake impressions were still visible on the balloon. Residue was visible in the balloon and inflation lumen. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology - 70-90% stenosis and calcification). Related to operational context (stent securement may have been impacted by the introduction of pressure into the balloon and/or during the attempted delivery of the device, resulting in its dislodgement). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - 70-90% stenosis and calcification). Inherent risk of procedure ¿ (stent dislodgement); related to operational context (stent securement may have been impacted by the introduction of pressure into the balloon and/or during the attempted delivery of the device, resulting in its dislodgement). (B)(4).